Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided. The customer reported that the event has been occurring from last six months, therefore, event date was captured as (B)(6) 2019. The device identifier # was left blank as it could not be determined based on the available model #.

Event description:
The customer reported that since last 6 months, she had been experiencing communication problem between her contour next link 2.4 meter and the insulin pump. The customer stated that the readings on the meter were higher, while that sent to the insulin pump were lower. During the call, the customer was asked to perform a blood glucose test to verify the communication between the meter and insulin pump. A reading of 150 mg/dl was obtained on the meter and was correctly transferred to the pump. There was no allegation of an adverse event. The customer disconnected the call during troubleshooting, therefore, the customer could not be advised to return the device for evaluation and the replacement device could not be offered. The device is not expected to be returned for evaluation.

Manufacturer narrative:
The customer did not return the device for evaluation. Therefore, a device history record was reviewed for the suspected contour next link 2.4 meter and no manufacturing anomalies were found.